Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Device kept by patient.

Event description:
Patient underwent a right hip revision due to pain approximately 10 years post-implantation. The acetabular cup and femoral head were removed and replaced.